Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day as onset, the patient began treatment with fortum injection (inj) 1.5 gm; reflin inj, 1.5 gm; heparin inj, 1000 units each bag for 3 days. The patient was not hospitalized for the event. Dianeal dosage was maintained. The cause of the peritonitis was unknown. At the time of this report, the peritonitis was resolving and the pt was recovering. Additional information was requested but is not available.